Event description:
Pt reports having a stimulator that remains implanted but not in use, causing interference when passing through a metal detector. Pt has a model 7425 stimulator that is kept off. Pt is now using a 7427v model stimulator. Pt went through a metal detector and reports the 7425 model turned back on. Pt reports turning off the 7427v model because it was shocking her. The pt has contacted their physician. Pt outcome remains unk. No report of device explanation at this time.